Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with thick anterior leaflet. A mitraclip xtw (50909a1062) was inserted and placed on the valve. However, after establishing final arm angle (efaa), the clip was unable to close more than 30-40 degrees. It was noted that the clip would not close any tighter; it could not close completely. The clip was ultimately deployed on the mitral valve. The clip was noted to be stable on both leaflets. A second clip, a mitraclip xt (50815a1053) was then inserted and placed on the valve. However, after establishing final arm angle (efaa), the clip was unable to close more than 30-40 degrees. It was noted that the clip would not close any tighter; it could not close completely. The clip was ultimately deployed on the mitral valve. The clip was noted to be stable on both leaflets. The procedure was completed with two clips implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ on a patient with thick anterior leaflet. A mitraclip xtw (50909a1062) was inserted and placed on the valve. However, after establishing final arm angle (efaa), the clip was unable to close more than 30-40 degrees. It was noted that the clip would not close any tighter; it could not close completely. The clip was ultimately deployed on the mitral valve. The clip was noted to be stable on both leaflets. A second clip, a mitraclip xt (50815a1053) was then inserted and placed on the valve. However, after establishing final arm angle (efaa), the clip was unable to close more than 30-40 degrees. It was noted that the clip would not close any tighter; it could not close completely. The clip was ultimately deployed on the mitral valve. The clip was noted to be stable on both leaflets. The procedure was completed with two clips implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and without the device to analyze, a cause for the reported unable to close the clip (difficult to open or close) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.